Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. 2 of 2 manufacture report number see 2032227-2014-55225.

Event description:
The customer stated he noticed fluids after he tried to give himself a bolus. There were fluids in the reservoir compartment. Customer was advised to remove the reservoir and clean the reservoir compartment. Customer stated the leak was coming from the o rings of the reservoir. No fluids in the battery compartment of lcd screen. Customer states the leak was past 1st o-ring. No air bubbles noted in the reservoir. No further information reported.